Event description:
A customer from the (B)(6) became ill friday evening with a stomach virus and was vomiting. The customer saw his doctor saturday evening and was advised to stop all medications. The customer's wife also stopped his diabetes medication. Sunday evening, the customer became drowsy and tried to test his glucose using his contour system. He was only receiving e11 error codes and was unable to get an actual reading. An ambulance was called and paramedics tested the customer's glucose at 16.2 mmol/l. The customer was hospitalized and treated with insulin and i.v. Fluids. After treatment, his blood glucose reading was 10.7 mmol/l. The customer was advised at the hospital, that his diabetes medication should not have been stopped. He was released the next day. At this time, it's not known if the customer's test strips will be returned for evaluation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.